Manufacturer narrative:
A product investigation was completed: this complaint is unconfirmed. Screw was not returned for evaluation. A review of the device history records was unable to be performed since the lot number was unknown. A 03.503.083 lot number u232223 screwdriver shaft was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The part was determined to be suitable for the intended use when employed and maintained as recommended. Due to intra-operative issues, the device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: screwdriver (part 03.503.083, lot u232223, quantity 1).

Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2017 a self-drilling screw's thread broke off intraoperatively. As the surgeon screwed the self-drilling screw into the plate the screw's thread detached in a little filament. There was no surgical delay and no fragments left behind in the patient. Broken fragment was removed easily without additional medical intervention required. The procedure was completed successfully with a back-up device. Patient status is unknown. Concomitant medical products: plate (part # unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).